Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and device breakage ('breakage') in a 33-year-old female patient who had essure (batch no. 735708,740652) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (B)(6)1995 (B)(6)2006), multigravida, parity 2, cancer, diabetes and ectopic pregnancy. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient was found to have weight increased ("weight gain"), 25 days after insertion of essure. In (B)(6)2011, the patient experienced anxiety ("anxiety"). In (B)(6)2011, the patient experienced migraine ("migraines/headaches"). On (B)(6)2011, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6)2011, the patient experienced alopecia ("hairr loss/autoimmune diagnosed-alopecia"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced parosmia ("metallic smell"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infections") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-(B)(6)2017 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, back pain, vaginal discharge, alopecia, allergy to metals and vaginal infection had resolved and the device breakage, parosmia, bacterial vaginosis, anxiety, migraine, dyspareunia, dysmenorrhoea, weight increased, female sexual dysfunction, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, parosmia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 155 lbs. There were 3 coils seen on the left. There 3 coils seen on the right. Patients received treatment for events- pelvic pain, vaginal bleeding, menorrhagia, uti, bacterial vaginosis, abdominal pain, lower back pain, vaginal discharge,dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), apareunia diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.245 kgs. Hysterosalpingogram - on (B)(6)2010: essure confirmation test results-total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Lot number: 735708 manufacture date: 2010-04 expiration date: 2013-04. Lot number: 740652 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') and device breakage ('breakage') in a (B)(6) female patient who had essure (batch no. 735708,740652) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy ((B)(6) 1995, (B)(6) 2006), multigravida, parity 2, cancer, diabetes and ectopic pregnancy. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"), 25 days after insertion of essure. In (B)(6) 2011, the patient experienced anxiety ("anxiety"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (b)6) 2011, the patient experienced alopecia ("hair loss/autoimmune diagnosed-alopecia"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced parosmia ("metallic smell"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infections") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (B)(6) 2017 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, back pain, vaginal discharge, alopecia, allergy to metals and vaginal infection had resolved and the device breakage, parosmia, bacterial vaginosis, anxiety, migraine, dyspareunia, dysmenorrhoea, weight increased, female sexual dysfunction, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, parosmia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. There were 3 coils seen on the left. There 3 coils seen on the right. Patients received treatment for events- pelvic pain, vaginal bleeding, menorrhagia, uti, bacterial vaginosis, abdominal pain, lower back pain, vaginal discharge,dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), apareunia diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.245 kgs. Hysterosalpingogram - on (B)(6) 2010: essure confirmation test results-total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs &mr received: lot number was added, case become incident, previously reported event injury was deleted, newly added events- pelvic pain, vaginal bleeding, menorrhagia, metallic smell, uti, bacterial vaginosis, anxiety, migraines/headaches, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), abdominal pain, lower back pain, vaginal discharge, weight gain, hair loss, product indication were updated, reporter was added, consumer address were updated and birth date, weight was added, essure removal date was added, medical history was added. On 18-sep-2019: fu 1,2 &3 process together- pfs received: newly added events- apareunia, nickel allergy, device breakage, vaginal infections, hormonal imbalance, headaches, outcome of the previously reported event- hair loss, uti, vaginal discharge was added. On 9-oct-2019: quality safety evaluation of ptc fu 1,2, &3 process together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.